Event description:
While activating the heel warmer, the rn heard a pop and the seam separated. Contents of the heel warmer came out of it with force landing on the nurse¿s skin on chest and arm. No injury or follow up care was reported. The event date is unknown. No clinical data or further information was provided by customer.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report submitted on 8/2/2022 since the results of investigation are available . Device history record (DHR) review was unable to be completed as no lot number was available for evaluation. The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. We will continue to monitor trends for this product.